Manufacturer narrative:
Final analysis of the catheter segment ((B)(4)) found that the sutureless connector was damaged at explant, but there were no significant anomalies.

Event description:
The old pump segment of the catheter was disconnected from the pump and they got great csf (cerebrospinal fluid) backflow. When the new catheter segment was hooked up to the existing catheter, the csf was extremely sluggish. They then disconnected the catheter and connector pin with collets. Then they hooked up a new catheter segment with a new catheter connector with collets and then had good csf backflow. The patient had no symptoms related to the event.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8784, lot# n522604004, product type: catheter. (B)(4).

Event description:
Additional information was reported by the healthcare professional (hcp).the pump was used to deliver fentanyl (500 mcg/ml at 325 mcg/day) and bupivacaine (5 mg/ml at 3.5 mg/day). It was reported that the cause of the sluggishness of the cerebrospinal fluid (csf) was unknown and the location of the issue was at the proximal catheter segment. It was noted that the patient recovered without permanent impairment.